Event description:
The customer called for help with her contour usb system. She alleged that she performed a control test prior to the call and received a result over 300 mg/dl. The normal control range was not provided, but should be around 104-144 mg/dl. No adverse events were alleged. The customer declined to troubleshoot because she had an appointment to attend. No product will be returned.